Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2027, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 8-9mm on the non-coronary cusp (ncc). Post-implant, mild paravalvular leak (pvl) was noted and acceptable by the physician with no additional intervention was performed. The patient was discharged in a stable condition. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On (B)(6) 2026, it was reported through physician that the patient was readmitted to a different account for heart failure and severe aortic regurgitation. A non-abbott valve was implanted using a valve-in-valve procedure. The patient was hospitalized.

Manufacturer narrative:
An event of the device migration and central regurgitation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was the result of case-specific circumstances, as a valve-in-valve procedure was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Based on cine review: although the root cause of the migration remains unclear, the deep position at which the valve was released may be a contributing factor.

Event description:
It was reported that on (B)(6) 2027, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, at 80 percent, the valve was positioned at a depth of 6-7mm on the non-coronary cusp (ncc). Post-implant, mild paravalvular leak (pvl) was noted and acceptable by the physician with no additional intervention was performed. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged in a stable condition. Post-procedure 5 to 6 days later, it was reported through physician that the patient was readmitted to a different account for heart failure and severe aortic regurgitation. The valve was confirmed to be migrated towards ventricle with the final implant depth observed to be 8-9mm on the ncc, and a non-abbott valve was implanted using a valve-in-valve procedure. The patient was hospitalized and in a recovering status.